Manufacturer narrative:
Initial reporter unavailable at the time of filing. A medtronic representative went to the site to test the equipment. The sr manager error was unable to be reproduced during testing. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received an sr manager failure error message on the navigation system while trying to load a disk. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site received an sr manager failure error message on the navigation system while trying to load a disk. The user was in the ear, nose <(>&<)> throat (ent) software on the screen to load the disk when the error message displayed. The software was not uninstalled and reinstalled because the issue was with the cd. To troubleshoot, another copy of the exam was obtained on a different cd and it worked. There was no patient present when this issue was observed.